Event description:
During attampted abdominal and small mesenteric angiogram approx 13 cm fragment of the guide wire left in right groin at right femoral artery. Surgical removal of foreign body at right groin, specimen sent to pathology.